Manufacturer narrative:
Product analysis (initial inspection): reported fault was confirmed that "drill bit could not be inserted into the drill handpiece." Bur is stuck halfway when it is inserted into the handpiece. On handpiece disassembly, broken piece of bur was found stuck inside the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that drill bit could not be inserted into the handpiece. There was no patient impact.

Manufacturer narrative:
H3: product analysis # visually, the bur tang was detached from the rest of the assembly. The length of the tang shall be 0.750 ± 0.005 inches and the actual measurement was 0.7525 inches. The distal outside diameter of the tang shall be 0.0919 ± 0.0003 inches and the actual measurement was 0.0916 inches. The proximal outside diameter shall be 0.056 ± 0.002 inches and the actual measurement was 0.0555 inches. All the dimensional measurements of the tang were in specification. Under magnification, there were striations on multiple portions of the tang. Functional testing could not be performed due to the broken state of the device. Conclusion: in the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.